Event description:
It was reported that nim vital charging cradles are not recognizing pi boxes when seated in the cradle. Multiple pi boxes tested, no lights on pi boxes or connection in software. Rep rebooted system multiple times with pi connected in cradle, no established connection. Same pi boxes connect successfully in cradle of another nim vital unit pi boxes connected via wired connection to the vital unit. The console would not recognize the pi boxes were docked, therefore they would not connect wirelessly. Hcp could not visualize any damage on the ports. There was no patient involved in this event.

Manufacturer narrative:
H3: analysis found that there were physical damage to eic pcb. All 3 control nobs ripped away form pcb. Bezel gasket hanging out on one side. Communication fault due to failed components on the pmb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.